Event description:
Patient experiencing problems with her bowels and fluid build up as shown on an x-ray. Patient was implanted in 2003. Had fluid build up then and had it drained.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.